Manufacturer narrative:
Customer reported that a pyxis anesthesia es system touchscreen did not respond during a procedure, delaying user access to medication. Patient was reported as undergoing an emergency cesarean section. Customer stated that the device was successfully rebooted and that there was a delay of 5 to 10 minutes. Patient or user harm was not reported. This event is recorded in complaint number (B)(4). A technical support specialist inspected the device's logs and found that event ID (B)(4)appeared to be the source of the reported behavior. Event ID (B)(4) can be caused by multiple factors such as the device's cpu exceeding nominal temperature ranges, a damaged power supply unit or certain security threats. A field service engineer was dispatched to inspect the device per customer's request. The field service engineer performed a backup battery test successfully, finding no other issues. Device tested and confirmed operational.

Event description:
Customer reported that a pyxis anesthesia es system touchscreen did not respond during a procedure, delaying user access to medication. Patient was reported as undergoing an emergency cesarean section. Customer stated that the device was successfully rebooted and that there was a delay of 5 to 10 minutes. Patient or user harm was not reported.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 03-aug-2021 to 03- aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system touchscreen and system were unresponsive. A field service engineer found that error prompted "event 6008" and system shut down unexpectedly. Unplugged the station and screen stayed on and functioned for over 20 minutes to resolve the issue. The system was functional as intended after the field service engineer troubleshot the device.

Event description:
Customer reported that a pyxis anesthesia es system touchscreen did not respond during a procedure, delaying user access to medication. Patient was reported as undergoing an emergency cesarean section. Customer stated that the device was successfully rebooted and that there was a delay of 5 to 10 minutes. Patient or user harm was not reported.